Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) incorrectly interpreted the signal, resulting in a failure to deliver shock and an arrhythmia. No intervention was performed, and the patient had no consequences.